Manufacturer narrative:
Research and development summary and conclusions - this valve was explanted on the same day of the implant due to aortic regurgitation. No echocardiography recording was provided; thus the behavior of the valve and reported aortic regurgitation observed in vivo could not be confirmed. Edwards' standardized in vitro testing demonstrates that the functionality of the valve is acceptable per (B)(4). The as-received valve showed a 6.4% total regurgitant fraction (trf), which is below the 10% allowance per (B)(4) for this size of valve. The trf appears to be partially through the central coaptation of valve, which was most likely affected by the leaflet tissue dehydration along the coaptation line.

Event description:
Reportedly, a 21 mm valve was explanted the same day of the implant due to aortic regurgitation. The customer reported that a magna ease (B)(4) was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. Ascending aorta replacement was also performed and synthetic graft was implanted during the same operation. At the implant, the patient's native aortic valve was found to be a congenital bicuspid aortic valve. The customer commented that mild regurgitation was observed on echocardiography after the implant of the valve. Since the level of regurgitation seemed not to be a problem, postoperative course was monitored at the ICU. However, the condition of the patient suddenly changed in ICU and a re-avr was performed. Regurgitation was observed from the area corresponding to the right and left coronary cusps. Since the patient had congenital bicuspid aortic valve and there was an possibility of annulus deformation, the valve was explanted and replaced with a mechanical valve. The customer did not expect the explant and was unsure if it was device related.

Manufacturer narrative:
Evaluation summary attached: no inconsistencies detected; the leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. (B)(6) 2012 - the valve was sent to rd for functional testing. Method: = x-ray the sales rep requested a copy of the echo report from the customer and a copy of the medical report. The echo provided was prior to the implant and does not relate to the reported event. On (B)(6) 2012, the sales rep confirmed that the echo taken after implant with mild regurgitation observed was not recorded; therefore, no echo will be provided. No medical reports have been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.